Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the exposed rv (right ventricular) defibrillation coil became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the physician noticed a strange configuration of the distal (right ventricular) coil. There was possible fracture noted. The lead was opened and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.